Manufacturer narrative:
Exemption number: e2014018. A DHR review was performed for the batch and the batch was found to be manufactured according to specification at the time of production. A lot history review was performed and there were no incidences related to the complaint defect. A microscopic examination of the screw was performed which confirmed damages to the screw. Without further knowledge of the circumstances, most likely the surgeon had driven the screws at an improper angle, leading to the damage. The manufacturing records were checked and found to be according to specification at the time of production. A further possibility is that the screw driver had damage (burr or similar) which hitched the ring during pulling out of the screw. The manufacturing lot had a total of more than (B)(4) pieces and the defect was restricted only to those screws within the complaint, therefore a manufacturing process problem can be ruled out. The root cause of the defect observed in the screw was most likely usage related. All related cases (B)(4)-9610612-2018-00416; (B)(4)-9610612-2018-00417; (B)(4)-9610612-2018-00439. Note: all medwatch reports listed above were submitted on 09/20/2018; however, all failed due to "invalid product code". The code selected, 3049, is selectable in the esubmitter software and is also included in the coding list available on the FDA website.

Event description:
It was reported that a surgeon screwed the screw and the center piece popped out. The occurrence happened 3 times in exactly the same way. The surgeon did not change his technique at all. He inserted the screws as per his usual method. He did complain that the marker pins were getting in the way. There was no patient harm done as the inner ring of the screw stayed attached to the screwdriver and could not slip down over the screw. The biggest concern was time added to the procedure as a result of having to repeat the screw insertion process three times. New screws were used to complete the procedure. The same length and diameter so there was no need for rescue screws and the surgeon felt like he still had good bone purchase. The x-ray was done as a final confirmation of placement while the patient was still in the operating room